Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post implant procedure, the device was unable to be interrogated due to poor connection. Interrogation was attempted several times until it was successful. No intervention was performed and the patient was stable with no consequences.